Event description:
(B)(6) 2023: integrum received an e-mail from a cpo with information that a patient had fallen and injured both her shoulders due to unexpected dislodgement of axor ii, i7768. Manufacturing investigation performed; batch documentation reviewed (docreg 011 825-00), no deviations were found. (B)(6) 2023: during technical investigation of i7768, the unit passed the functional test in regards to gripping function. The failure could not be replicated, however the clamps were showing signs of wear, indicating that the abutment has not been inserted all the way into the axor when used. The clamps were replaced and a standard service was performed. The unit will be returned to the customer with a feedback report highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.